Event description:
It was reported that the ilet bionic pancreas displayed an alert to restart associated with a motor stall, and the user experienced interrupted meal bolus deliveries showing ¿delivery stopped¿ without subsequent occlusion alerts; prior occlusion and a consecutive stalled motor alert were noted around infusion set changes, and a guided dry run and a full supply change with teflon infusion sets were completed with insulin delivery resumed and glucose levels unaffected. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included review of engineering logs and operational troubleshooting, including a dry run and full supply change. Investigation of this case revealed interrupted bolus delivery consistent with infusion set obstruction, aligning with occlusion and motor stall behavior. It was concluded, based on previously established findings for similar reports, that the cause was infusion delivery disruption likely related to infusion set or flow path obstruction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.